Event description:
It was reported that the insulin pump had a blank display. This issue was not resolved with a battery change. The insulin pump had not been exposed to moisture and showed no signs of physical damage. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a not fully connected battery tube connector on the interface board. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.